Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a non-dehp solution set with duo-vent spike fell off of an amino acid bag. When the bag was hung, the spike came out of the bag, leading to a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. Correction to f10/h6: medical device problem codes (update a0501 to a1203). H11: the device was received for evaluation. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed, and no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.